Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not reveal any particulate matter in the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the part of an intravia bag that seals the port, described as the diaphragm, separated from the device and was floating in the solution. This occurred when spiking the bag and filling with solution. There was no patient involvement. No additional information is available.